Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunctions would likely be a faulty power supply and a faulty ignitor circuit for the first two events where the lamps did not ignite. As for the event where the lamps did not ignite and the panel was flashing, the probable cause would be a faulty turret unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source lamp did not light up. The issue occurred during preparation for use of a diagnostic abdominal exploration procedure that was completed using similar device, and without delay. There were no reports of patient harm and the patient was not under anesthesia.